Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
While resident was transferred the resident slipped out of the sling. When the patient was raised one of the sling clips detached from the lift and the resident started to fall . As a consequence of the event caregiver sustained subdural hematoma. And laceration to the back of the head. After the event the device was inspected by arjo service technician; the visual and functional inspection did not show any malfunction with lift or sling. The service technical provide information that an extra large sling was used on a resident -weigh (B)(6). Not correct sling size was used.

Manufacturer narrative:
On (B)(6) 2018 the incident occurred in the fair acres geriatric center in (B)(6). It was stated that resident was in a shower trolley and two caregivers placed the sling under the resident. They connected the sling to the lift spreader bar and raised. They moved the trolley from under the resident and were in the process of placing the chair under the resident. One of the sling clips detached from the lift and the resident slide out of the sling. As a consequence of the event patient sustained subdural hematoma and laceration to the back of the head. After the event the device was inspected by arjo service technician. The visual and functional inspection did not show any malfunction within the lift or sling. The maxi move is a mobile, passive lift with dynamic spreader bar. The maxi move in question had clip/pin combination. The maxi move lift can be also equipped with a static spreader bar that uses loop on a hook. The clip and pins is the preferred system as the dynamic spreader bar enhances comfort and stability for the sling occupant and offers a further reduction of back strain and accessibility for the caregivers there are several safety features built in the clips. Clip cannot detach from spreader bar because it is locked into place by: the spreader bar pin and its mushroom' shape, the clip and it's slot hole design (going from wide to narrow to help reduce the likelihood of adverse events during off-label use), the weight of the person in the sling, a sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. Taking into account all the facts and information collected in a course of this investigation, it can be stated that most likely, the inappropriate size of sling used for the patient transfer was the contributing factor to the reported event. The patient weight was 125lbs, the caregiver used an extra large sling, which is suitable for different type of patient. The patient with weight 125 lbs could use the small or medium size sling. Although resident width and body proportions should also be considered when selecting the correct size of arjo sling. It was also noticed that clip detachment has occurred during the event and combined with oversized sling could also contribute to the alleged event. The instructions for use (04.km.00/1gb april 2006) for maxi move lift includes information about proper lifting process and warnings about the need to ensure that the sling attachments are securely attached before and during the lifting process: "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." Passive sling IFU (04.sc.00-int1_2, october 2014) which is sent with each arjo sling also provides patients with warnings: "to avoid the resident from falling, make sure to select the correct sling size according to the IFU ". In the IFU it is also mentioned that resident width and body proportions need to be considered when selecting correct size of sling. Sling placed over resident back has to cover resident from the top of the head to the coccyx. If it is not, it is recommended to choose other size (smaller or bigger). In this case we come to the one conclusion, namely that there was a combination of use errors that caused the event - first of all clip were not attached correctly and second of all sling was too big. If a caregiver follows every guideline given in instruction for use there is a really low possibility of any potentially risky situation to occur. The person using the sling according to the IFU, will make sure it is in place before performing the transfer and that chosen sling size is correct. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the sling was oversized and clips detached from the lift and from that perspective, the system did not meet the manufacturer's specification. We report this event to competent authorities due to the information that the resident fell out of the device and the injury occurred.